Manufacturer narrative:
Additional information received; it was confirmed that there was no type iii endoleak identified in any of the devices. It was suspected initially so intervention was performed and once the endurant limb was relined, the endoleak remained. Therefore it was judged to be a type ii endoleak from a lumbar artery only and was not related to any device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c156ej, serial/lot #:(B)(4), ubd: 23-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 57 mm abdominal aortic aneurysm. It was reported that approximately 9 months post index procedure during follow-up, a CT revealed type iii endoleak. On the same day, an angiogram revealed type ii endoleak from the lumbar artery. It was reported that because femoral artery was exposed, etlw1613c124ej was implanted inside the existing stent graft. As per the physician, cause of the event cannot be determined. No additional clinical sequalae were reported and the patient will be monitored.